Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , d5 , e2 , e3 , e4, e1 ( initial reporter , event site email ) , g2 the fse that encountered the issue replaced the safety disk and tidal volume disk was replaced to keep the parts on the same replacement schedule. The unit passed all functional and safety tests per manufacturer specifications.the failure analysis and testing department received safety disk with a reported unit failure of safety disk failed membrane leak test.the fat dept conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed safety disk in the cardiosave test fixture and tested to factory specifications per procedure the failure analysis and testing department found that the safety disk is failing the leak test status with membrane differential pressure of 7 mmhg as illustrated in the pictures. The fat dept. Verified the failure of safety disk as reported by the customer. Retaining the safety disk in fat dept. Per CAPA 488804 root cause 1 otherthe current safety disk design allows for creep. Factors that may contribute to creep include:the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane.the helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. The non uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2 other cardiosave product specification, rev r, does not comprehensively define the essential performance parameters of the cardiosave.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed membrane leak test. The issue was found during routine pm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.